Event description:
Customer reports being unable to obtain a result due to an error within specification on the aviva meter. Customer reported having low blood glucose symptoms while attempting to test her blood sugar. Customer's husband found her passed out; he treated her with glucagon and customer regained consciousness but reported she still felt confused and had blurry vision. Requested return of suspect device and replacement was sent.